Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the device was explanted prophylactically following the advisory for premature battery depletion with implantable cardioverter defibrillator. The device was found to have a depleted battery. The device was replaced, and the patient was discharged with no reported adverse consequences.